Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion and prime/compromised force sensor system tests. The pump was received stuck in the motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had a scratched lcd window and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during prime. Customer's blood glucose was 190 mg/dl. Customer stated they change the reservoir every month. Customer was advised to change the infusion set. Customer stated that the pump reset after the set change. Customer called back and stated that the motor error alarm occurred again. Customer was advised that the pump will be replaced.